Event description:
During a right ventricular outflow tract procedure, it was reported that the patient had a cardiac tamponade while using the navi-star rmt electrophysiology catheter. The power on the stockert system was set at 50 watts and 65 degrees. There were two (2) quadrapolar catheters (non bwi) used in the procedure. The condition of the patient is unknown at that time. On (B)(4), received additional information requested from bwi representative stating the patient received a pericardial tap and approximately 100 cubic centimeters of blood was pulled from the pericardial space. A decrease of 30 ohms was seen in impedance and afterwards, a rise was observed in which the physician immediately turn off. The patient¿s blood pressure decreased and the physician began procedure for tap. It required two (2) additional days of hospitalization; the outcome on the health condition of the patient for this adverse event was an improvement. The physician¿s opinion regarding the causality of this event is device related but not due to any malfunction of bwi products.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during a right ventricular outflow tract procedure, it was reported that the patient had a cardiac tamponade while using the navi-star rmt electrophysiology catheter. The power on the stockert system was set at 50 watts and 65 degrees. There were two (2) quadrapolar catheters (non bwi) used in the procedure. The condition of the patient is unknown at that time. The returned device was visually inspected and found good physical conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, a deflection test was performed and the catheter passed. Finally, the eeprom was intended to be read, however since the eeprom data showed no values, it can be determined the eeprom was corrupted. This failure is not related with the cardiac tamponade issue. The device history record (DHR) could not be reviewed since the lot number was not provided. The catheter failed on eeprom test, but the root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.